Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope's switch 2 did not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insufficient adhesive in the screw holes of the distal end. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive was detached; due to a dent on the nozzle, the water removal ability did not meet the standard value; the control unit and the ultrasonic connector had corrosion due to water leakage; the paint on the air/water cylinder was peeled; due to damage on the ultrasonic probe, noise occurs in the ultrasound image; the image guide protector had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.